Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent "white flocculus in pd effluent", malaise and abdominal distension. The cause, hospitalization details, treatment and action taken with pd therapy were not reported. At the time of this report, it was unknown if the patient recovered from the event. The patient recovered from malaise and abdominal distention on an unknown date. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.